Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the customer answered ¿yes¿ to the survey question "are you aware of any issues with unresponsive keypads or stuck keys on models 8100 lvp or 8015 pcu?if yes, did it result in a delay to the start of an infusion or inability to titrate medication?" There was no reported patient impact.